Event description:
Complainant alleged that while attempting to treat a (B)(6) female pt, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the pt.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.